Manufacturer narrative:
Event date is approximate concomitant medical products: product ID: 97745bp, lot# nlh011519n, product type: accessory. Product ID: 97745, lot# nld020927n, product type: programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(4), ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) was told his stimulator would last 7-9 days but he had to charge every 20-22 hours. The pt reported it was taking longer than expected to charge the implant and he had to charge his controller often. It was stated that the implant was moving and the pt had a little hump under the skin like it turned. The pt stated he could not get a flat to flat connection and he only got good connection and no longer an excellent connection unless he laid his whole body weight on it while recharging. The pt stated that they discussed the issues with their manufacturer representative (rep) but did not confirm when the rep was notified. It was stated that when the pt was in a new position, the stimulation was "buzzing like a bad christmas tree" but he was unable to use his controller to adjust his stimulator. The pt reported the controller was blank when he had the lithium battery pack in it so he inserted (B)(6) batteries and he could not make changes with his controller. The pt described seeing a screen that said he could not change his settings because the controller needed to be charged but could not confirm the message or screen number. The pt confirmed he saw screen numbers 78- recharging not available and (B)(4) stimulation was off. Information was reviewed and the pt reported that when charging the controller, the battery level would "jump all over the place". Pt stated it went from red to 30 to 70 then 100. Pt stated when charging the ins the ins battery level jumped from 60 to 100. The pt stated that they contacted their reps and was instructed to contact the manufacturer and send in their lithium battery pack for analysis. The pt later contacted the manufacturer and restated previous information. The pt also stated that their ins battery lasted anywhere from 18-22 hours and sometimes less. It was mentioned that the pt had to turn down the power to make the battery last longer but they got less comforting results. The pt clarified that the ins had rotated 60 degrees away from the surface of his skin. It was stated that it hurt more when he sat down and charging was more difficult because he had to place the rechargeable device ata different angle against the skin and use a great deal of the body weight to get a good connection and due to the tilted ins. No further complications were anticipated.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the concomitant products/devices in this report may have cause or contributed to a death or serious injury or that these devices malfunctioned. Therefore, these devices did not and do not meet the reporting requirements stipulated in 21 cfr 803. This product information includes: product ID 97745bp, serial# (B)(4), product type: accessory; product ID 97745, serial# (B)(4), product type: programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a manufacturer representative (rep) so that they could be put on 'autostim'. The patient stated that the rep programmed cycling so that it was on 15 sec and off 15 sec. The patient said they also had adaptive stimulation (as) programmed. The patient said the rep did this because the patient needed to charge the ins too often. The patient would like to be able to turn the cycling feature off and inquired if they could do this. The patient stated that they did not see the cycling tab as an option to choose and they were only seeing intensity icon, stimulation on/off, and adaptive stimulation icon; the patient was informed that if adaptive stimulation is showing as an option, cycling is not available. The patient stated they thought this information was incorrect since they felt the stimulation cycling in their body. The patient also said that the pulse width and rate options were no longer available on the controller after the programming session took place and the patient wanted those back. The patient further reported that they woke up in the fetal position and their left leg was turned on twice as high. The patient stated it was vibrating and burning, so they turned the stimulation off. The patient went to adjust the stimulation using the up and down arrow key and was seeing "stimulation must be on to make an adjustment." The patient said they did not want to turn it back on due to the burning and vibration they experienced. The patient stated that they would like access to the tablet so they can program themselves and also requested tech documents on how the device functions and is programmed; it was reviewed that the patient will need to work with the healthcare professional (hcp) and discuss the options they have available on the controller. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory; product ID: 97745, serial#: (B)(4), product type: programmer patient; product ID: 97745, serial#: (B)(4), product type: programmer, patient; product ID: 97745bp, serial#: (B)(4), product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.